Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and a capsular tear was noticed after the lens was in the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. No vitrectomy was performed. It was unknown what caused the capsular tear. A competitor's phacomulsification equipment was used.

Manufacturer narrative:
Evaluation: a work order search was performed for the lens. Visual inspection of the returned product showed that one lens haptic is torn off and missing. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work search an evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.